Event description:
Additional information received reported that there was a communication problem and the patient last felt stimulation six days ago. It was noted that the last time the patient charged, she charged for seven hours but didn¿t get any stimulation at the end of the session. It was reported that there was a coupling problem, and the recharge statistics showed that the patient charged on (B)(6) 2013 in the office for the appointment with eight bars of coupling, and the patient charged on 2013-08-29 with zero coupling bars, an average session duration of seven minutes, and a battery voltage starting at 3.515 volts. Older data was unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of stimulation sensation. The patient usually recharged every three months, and had not recharged in two to two and a half months. The patient tried recharging for five hours, but was seeing weird symbols on the recharger. It was noted that this was most likely a software issue. The programmer was also showing a date and a time setting feature that could not be bypassed. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the recharging frequency matched the patient¿s settings. The patient was trained and was able to demonstrate effective recharging. The manufacturer representative was unable to perform any reprogramming or impedance testing because the patient¿s battery was discharged. No malfunctions were seen and it was noted the cause was user error. The manufacturer representative was going to follow up with the patient to see if she was able to charge. The patient could recharge normally and was receiving effective therapy.

Event description:
Additional information received reported that the "reprogrammer needed to be used." Information received on (B)(6)-2012 reported that the patient received assistance on (B)(6)-2012 from her doctor or manufacturer representative and her concerns were resolved.

Manufacturer narrative:
(B)(4). Lead model 3998, lot # j0511416v, implanted: (B)(6) 2005, explanted: na; extension model 748951, serial # (B)(4), implanted: (B)(6) 2005, explanted: na; extension model 748951, serial # (B)(4), implanted: (B)(6) 2005, explanted: na; programmer model 7435, serial # (B)(4); recharger model unknown, serial # unknown.

Manufacturer narrative:
(B)(4).